Event description:
Same case as manufacturer's report# 6000093-2005-00230. It was reported that during a ptca treatment procedure, neither of the maverick2 monorail 30/2.0 mm balloons would hold pressure due to suspected pinhole leaks. No patient injuries or complications were reported. Patient status is reported as `good'.